Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-01263. Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It is reported that the patient was revised for tibial component loosening and pain after a knee arhtroplasty. No additional patient concrescences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical devices: femur cemented cruciate retaining (cr) narrow left size 9 catalog# 42502006601 lot# 62392748; articular surface fixed bearing ultracongruent (uc) left 10 mm height catalog# 42511200510 lot# 62879793; psn all poly pat ply 32mm catalog# 42540000032 lot# 63104083. Complaint sample was evaluated and the reported event was confirmed. Visual examination of returned parts determined that, proximal face of the articular surface has heavy gouges, potentially from a third body. The tray has some scratches on perimeter of the tray, and foreign matter on the inferior surfaces. The foreign matter on the component prevented accurate dimensional analysis. Review of radiographs indicate severe osteoarthritis in medial compartment associated with varus angulation of tibia and generalized osteopenia. Post-operative radiographs indicate normal fit and alignment of components including varus angulation, but on the later weightbearing views of the prosthesis, tibia varus, radiolucency about the tibial component indicative of loosening, and tibial subsidence is noted. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient was revised for tibial component loosening, swelling, and pain after a knee arthroplasty. No additional patient concrescences were reported.